Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per the visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Event description:
Customer reports to have received a button error alarm due to contact with water and is not able to clear. Customer's blood glucose was 230 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.